Event description:
The customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no reported impact to the customer's blood glucose level. Technical support advised the customer to ensure the pump was not connected to a power source and to firmly press the button using the tip of their finger, supporting the bottom of the pump for proper leverage. The customer confirmed that the button was now working as intended.